Event description:
A 2.5 mm diameter x 14 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a coronary lesion. It was reported that upon balloon inflation the physician noticed that the stent was not on the balloon. The stent was found outside the pt located inside of the stent's protective sheath. The pt is fine. Medtronic has received the device and its analysis has been completed. The stent was returned severely stretched on the stylet with mid section of the stent severely deformed. The stent delivery balloon showed evidence of inflation. The distal catheter tip was stubbed. There were clear crimp/bake impressions on the balloon. It was confirmed by the field that excessive force was applied to remove the protective sheath during prep. Recreations have shown that incorrect placement of the fingers when removing the protective sheath from the balloon can result in stent damage as seen on the return device. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results: (incorrect placement of fingers when removing protective sheath). (Incorrect placement of fingers when removing protective sheath). Eval codes, conclusion: (incorrect placement of fingers when removing protective sheath).